Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Additional information provided by the olympus distributor confirmed the following: from the device operation record, it was found that the error occurred during rinsing after disinfection. There was no abnormality when the operation of the device was checked, so it is possible that the error occurred due to a malfunction of the fluid level sensor such as the cover floating. The director of the department of gastroenterology at the user facility determined that the risk of patient infection was low because video scope gif-h290t had been cleaned and disinfected, and that olympus-designated concentrated disinfectant solution was not rinsed but it was not toxic to the human body. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
When the user reprocessed the olympus flex video scope gif-h290t using the device, the error e02 occurred and the reprocessing was interrupted due to an abnormality. The user did not notice that the reprocessing of the video scope gif-h290t was interrupted due to the abnormality, and misunderstood that the reprocessing was completed. The user then took the video scope gif-h290t out of the reprocessing basin and used it for one patient. Error code e02 means that the cleaning fluid is not discharged. There was no report of patient injury associated and infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the reported information, the reported event may have been caused because the error was recorded but the user did not notice the error display and realized that the reprocessing was complete. In addition, the error e02 may have been caused by a malfunction of the fluid level sensor. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.